Event description:
It was reported an external fluid leak was observed originating from the upper housing connection part of the polyflux 140h set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device and photograph sample were received for evaluation. The visual inspection of the provided photograph showed the product after treatment and with a mark of the possible location of the leakage. The visual inspection of the actual product shows the product was contaminated. After the disinfection of the actual sample, a leak test of the dialysate side was performed, and a leak was found from a crack in the welding seam. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.